Event description:
During an ercp procedure for treatment, the stonetome device perforated the patient's ampulla. The procedure with this device had already been completed when the perforation was noticed. This was originally an out-patient procedure, but as a result of the perforation, the patient was admitted to the hospital. The patient was monitored for the perforation and the resulting free air under the skin. The perforation was reported as healing and the free air corrected itself by absorbing into the body. It was reported that the hospital stay was a couple of days, then the patient was released from the hospital to go home. The exact date of release could not be confirmed by the hospital. Upon evaluation of the device by this manufacturer, it was determined that repeated rotations of the handle during use may have caused the twists in the working length and thus twists in the cutting wire orientation. The functional analysis found that realignment of the device allowed it to orient properly when activated, indicating that the device was properly oriented during assembly. User technique and/or patient anatomy may have contributed to this event. However, the co is unable to determine the relationship between this device and the reported event.